Event description:
It was reported that the patient with this neurostimulator underwent a pocket revision due to pain at their pocket site. The battery appeared superficial, the physician created a new pocket and tunneled the lead to the new pocket. There were no additional reported patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.